Manufacturer narrative:
Other, other text: d4 catalog number and g5 is unknown. No product information has been provided to date. Additional information d5, h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy cuff was leaking. The cannula had to be exchanged. The cuff was tested each time before installation. Medical intervention was required to prevent a serious injury. There were no reported adverse events.